Event description:
Event description cpi received information that during a routine replacement of an implantable cardioverter defibrillator (ICD) for normal battery replacement, it was noted the endotak lead (0062) was damaged. The physician elected to removed the lead from service, it was capped.